Manufacturer narrative:
Preliminary analysis showed that the electrical parameters of the device were within specifications. To be noted that the visual inspection showed no regular tightening mark at svc df-1 level however this observation is not related to the reported behavior.

Event description:
Reportedly, the patient underwent an electrical storm. It was observed in the device memory that 115 shocks were delivered. Episodes exhibited shocks without displaying the shock impedance and with a delivered energy inferior to the energy stored during the charge. Also the arrhythmia and therapy history log starts on (B)(6) 2016 while stored episodes were dated 2014. The device was explanted and should be returned for analysis.

Event description:
Reportedly, the patient underwent an electrical storm. It was observed in the device memory that 115 shocks were delivered. Episodes exhibited shocks without displaying the shock impedance and with a delivered energy inferior to the energy stored during the charge. Also the arrhythmia and therapy history log starts on (B)(6) 2016 while stored episodes were dated 2014. The device was explanted and should be returned for analysis.

Event description:
Reportedly, the patient underwent an electrical storm. It was observed in the device memory that 115 shocks were delivered. Episodes exhibited shocks without displaying the shock impedance and with a delivered energy inferior to the energy stored during the charge. Also the arrhythmia and therapy history log starts on (B)(6) 2016 while stored episodes were dated 2014. The device was explanted and should be returned for analysis.